Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated restart behavior associated with alert 42 indicating a motor current sense failure, and the user had not used the device for approximately two weeks while reporting no adverse impact to blood glucose. Symptoms included no reported clinical effects. Outcomes included no medical intervention and no change to daily activities related to health. Investigation included device replacement logistics and arrangements for return of the original unit for assessment. Investigation of this device revealed a suspected device malfunction consistent with a motor current sensing issue in the insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to component failure within the motor current sensing function.